Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 1.4, lab:6.2 (one day earlier). This case qualifies as an adverse event due to medical intervention, patient was given vitamin k.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007 inratio:1.4 lab:6.2 (one day earlier) mean:3.8 confidence limits:2.3-5.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Per tr, a valid test time interval is 3 hours or less. These results are tested a day apart, so the results are considered invalid. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time. Product will be investigated when returned. Adverse event follow up: per ts update seventeen days later, patient died last eighteen days earlier, due to sepsis.